Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. H11. Additional narrative: the product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found that it is in used condition as expected in reusable devices. No other anomalies were noted. When performing the functional test and before to place a test suture, the handle and lock lever was pressed several times and resistance was felt. Then a sample suture was used, it was placed on the cutting hole and the lock lever was pressed, consequently the handle was closed and the same resistance was noted, however the suture was able to be cut. The reported failure that the device was jammed was confirmed as the observed condition of the cordcutter *ea would have contributed to the complained issues. However, the reported failure that the device was difficult to cut was not confirmed. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Based on the investigation findings the potential cause is traced to procedural variables, such as: handling of the device or product interaction during cleaning and sterilization process; the inner shaft may have been interchanged with that of another cord cutter and consequently cause the device failure. As per the instructions for use, while disassembled ensure that the instrument and its removable inner shaft remain together during cleaning. Reassemble the instrument with its original components. Moveable parts should have smooth movement without excessive play. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. H4. Device manufacture date: added accordingly.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. H11 additional narrative: corrected data: the product was returned to depuy synthes for evaluation. Visual inspection of the returned device found that it is in used condition as expected in reusable devices. No other anomalies were noted. Manufacturing investigation results for cordcutter *ea: the device was received in good condition, with no visible deviations. The device was evaluated for the functional issues reported in the complaint, and no functional deviations were observed on the returned device. An investigation was conducted. The in-process and final inspections for lot#25d02 were conducted with no deviations observed or recorded. The final inspection includes 100% functional verification for connection stability, screw gluing, movement and cutting performance, all of which the devices passed successfully. The device underwent a movement test and was found to function correctly; very smooth opening was observed. In addition, a cutting test was performed on the device, and the test was successfully passed. The suture was cut cleanly and effectively, with a proper cut observed. Section "precautions" in instructions for use clearly states that it is imperative for the surgeon and operating theatre staff to be fully conversant with the appropriate surgical technique for the surgical instruments. Following a detailed review of the complaint description, the requirements outlined in the instructions for use, the supporting images, and the evaluation of the returned device, the investigation concluded that the complaint was not confirmed. Based on the available information and device evaluation, the root cause appears to be misuse of the device due to failure to follow the instructions for use (IFU). Root cause: not justified complaint - IFU instructions not followed, cause misuse of the device. The overall complaint was not confirmed as the observed condition of the cordcutter *ea would have not contributed to the complained issues. Based on the investigation findings the potential cause is traced to IFU instructions were not followed, misuse of the device. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. A manufacturing record evaluation was performed for the finished device 25d02 number, and no non-conformances were identified.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. H11 additional narrative: d4. Lot;d4. Primary UDI number: updated accordingly. B5;h6. Medical device problem code: additional information was received from the reporter that stated the device jams intermittently, although not frequently. Therefore, the medical device problem code has been updated accordingly. D9;h6: the actual device was returned for evaluation. However, since the investigation is still on-going, the assignable root cause could not be determined at this time. Once investigation has been completed, a follow-up report will be submitted accordingly.

Event description:
It was reported that the cordcutter was difficult to cut with, a lot of resistance when testing the cut with it. It was reported that the device was never used. This event did not occur during surgery. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2025. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated, and no conclusion can be drawn at this time.